Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced an 810:11 failure code, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced an 810:11 failure code was confirmed by in the pump's event history but could not be duplicated. Therefore, an assignable cause was not determined. The tubing channel was cleaned as a precautionary measure to resolve this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.